Event description:
Additional information received from the initial reporter confirmed the procedure was completed with a similar device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, as well as corrections to b3, and b5. The information included in b3, and b5 was inadvertently omitted from the initial medwatch report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, phenomenon 1 "it looks like a sandstorm" and phenomenon 2 "no image is also produced" the inferred cause from the phenomenon pointed out may be a malfunction of the image sensor unit, a malfunction of the board inside the video connector, or a malfunction of the system. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the evaluation found that the universal cord had a dent. The video connector case had a crack and was deformed. The protector of the video cable section had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
It was reported that the laparo-thoraco videoscope's image did not appear when connected. It is unknown when the issue occurred. There were no reports of patient harm.